Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information provided that the root cause for the product performance issue was due to noise on the ra lead. The reason for the additional surgical procedure was due to the noise, and the device upgrade was secondary. No additional adverse patient effects were reported.

Manufacturer narrative:
The root cause for the product performance issue remains unknown, thus further information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to an unspecified product performance issue during a device upgrade from a pacemaker to an implantable cardioverter defibrillator (ICD). A new ra lead was implanted. No adverse patient effects were reported.